Event description:
Additional log files were sent for review on 13mar2026. Brief low flow events on 27feb2026 at 19:43:42 were noted. There were no other unusual events recorded in the log file event history. The mcs equipment was operating as intended. The pump log files were unremarkable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information was received on 27mar2026 that the cause of the low flows was the confirmed eogo. The low flows resolved quickly after evacuation of the bio debris, per patient record review. Flows were currently stable (between 3.8-4.5 lpm).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) could not be confirmed as no images were provided for review and no product was returned for evaluation; however, review of the submitted log files confirmed low flow hazard alarms. Additionally, a specific cause for the reported obstruction could not be confirmed. Although a specific cause for the low flow hazard alarms could not be conclusively determined through this evaluation, the account communicated that the eogo caused the low flow alarms. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported fall could not be conclusively determined through this evaluation. The controller event log files collectively contained events from 24feb2026 to 13mar2026 which captured low flow hazard alarms on 24feb2026, 25feb2026, and 27feb2026. No other notable events or alarms were observed, and the pump appeared to function as intended at the fixed speed. A corrective and preventive action was initiated to further investigate heartmate 3 eogo. Multiple attempts were made to obtain additional information regarding the right heart failure; however, no additional information has been provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and rvad placement. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the presented on (B)(6) 2026 with persistent low flow alarms. The patient initially called the left ventricular assist device (lvad) line with low flow events and was advised increasing fluid intake which initially improved low flows. This was followed by emesis and further low flow alarms so they presented to the emergency department (ed). The patient was found to be in distress with active low flow alarms. They were weak, gray, cold and hypoxic without measurable mean arterial pressure (map). Cardiogenic shock alert called to facilitate extracorporeal membrane oxygenation (ECMO). They were intubated, resuscitated and started on inotropes and vasopressors. The patient underwent venoarterial (va) ECMO placement. Since this time, the patient has had persistent low flow alarms. On exam the morning of (B)(6) 2026, flow was mid 1s. Log files were sent for review. The event log file captured low flow alarm events on 24feb2026 and 25feb2026. There were also several momentary low flow events recorded. Some of these events were very brief and did not generate an alarm. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues causing these events. The low flow events may be due to a patient related issue. Computed tomography (CT) scans demonstrated extrinsic outflow graft obstruction (eogo) on the proximal aspect of the outflow graft, compatible with partially occlusive thrombus at this site. Distally, the outflow graft appears relatively patent without additional filling defects. This CT was done with va ECMO cannulas in place. Additional CT scans, echocardiogram, and log files were used to diagnose. Low flow alarms with lvad flows as low as 0.7lpm led to decompensation and cardiogenic shock. The patient was vomiting, cool, grey, hypoxic, and without discernible map. Patient underwent emergent va ECMO placement. Patient was hemodynamically stabilized with va ECMO placement, vasopressors, and inotropes. She underwent evacuation of debris of external outflow graft on (B)(6) 2026 but required rvad support due to severe right ventricular failure. The patient was transferred where she underwent thoracotomy for decompression of outflow graft after which the patients flows significantly improved. The patient was still hospitalized p in serious condition. She was successfully weaned from rvad support. She was being treated for right limb ischemia, status post common femoral artery (cfa) and external iliac artery (eia) embolization and cutdown, embolectomy, and fasciotomy for compartment syndrome. The patient has been at consistent set speed of 5300 rpm since she was discharged from (B)(6) 2025.